Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the outer insulation separated from the distal ring electrode, consistent with procedural damage. The reported event of increased capture threshold was not confirmed.

Event description:
During a follow-up in clinic, the patient reported chest pain and the right ventricular (rv) lead showed an increased capture threshold. The lead was explanted and replaced and the patient was stable with no consequences.